Manufacturer narrative:
G4:19jan2021. B4:20jan2021. The device was sent in for repair with the manufacturer. The engineer ran the unit but was unable to duplicate the complaint. The engineer replaced the blower as a precaution. The unit was tested and passed, so the unit was released for use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15jan2021.

Event description:
It was reported there was an alert to check vent blower high temperature. It was reported there was an alert to check vent blower high temperature.